Event description:
It was reported that during a da vinci myomectomy procedure, a cable snapped on the fenestrated bipolar forceps instrument while in use. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.